Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was over 400 mg/dl. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.